Manufacturer narrative:
The field service engineer (fse) found salt buildup on the reference electrode. The fse cleaned the reference electrode, replaced the "o" ring and checked tubing. An ise check was performed. The results from calibration, qc and a 25-sample precision test were all within specification. Calibration was last performed on (B)(6) 2022 and calibration alarms were observed. Repeated calibration was acceptable. Qc was acceptable. There is no indication of a performance issue of the reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. The initial cl result was 99.6 mmol/l with a data flag. The repeat result was 106.8 mmol/l. The initial k result was 5.08 mmol/l with a data flag. The repeat result was 4.46 mmol/l. The initial na result was 162 mmol/l with a data flag. The repeat result was 140 mmol/l. The initial results were reported outside of the laboratory where the doctor requested repeat testing. Repeat testing was performed on a different c501 module. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.